Event description:
It was reported the customer exposed their insulin pump to moisture. The customer stated they had fallen into a pond. Customer stated they did not see any fluid in the insulin pump. The customer's blood glucose was 112 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.